Event description:
It was reported that 7-10 days after root canal treatment, a patient had returned to the dentist complaining of an issue. Upon checking the patient by x-ray, it showed the material had overfilled the canal and the dentist reported they had to scrape the material from the bone while removing the tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation results the customer sample could no more be investigated, since it was already discharged by the dentist. For this reason, tests were carried out on retain samples. The lot.-no. Of the tubes provided by the dentist were: tube a (epoxid) ¿ 2306000130, mhd 2025-05-31. Tube b (amin) ¿ 2208000654, mhd 2024-08-31. These both tubes were not assembled by dentsplysirona. For this, the investigation was carried out on retain sample of secondary packaging lot 2209000117, mhd 2024-07-31 (containing tube b with shorter expiry of both complained tubes a & b). The material identity of the tubes ("amin & epoxid") corresponds to the reference samples. The consistency and the setting behavior of the material are okay and within specification. No abnormalities. From this it can be assumed that a systematic error can be excluded. The investigation did not confirm the reason for the complaint. DHR the DHR of the complained batch was checked. There were no abnormalities in the DHR. Failure mode - patient reaction root cause - handling issue conclusion code - service life or shell life exceeded.